Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Complaint: when she tried to push the introducer over the guidewire towards the peritoneum, the inner trocar could not pass through the peritoneum. So she took it out again and saw that it was broken at the tip. They said the introducer was in perfect condition when they reviewed the instrument before the surgery. They opened a new set, 50-9050, and the surgery went well. The patient suffered no permanent injuries. Product information: additional information: description of the problem (what / why): introducer damaged. How often has the defect occurred: once. Medical intervention (other than first aid): no. Needle/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: replacement photo / samples available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open when valve broken / damaged / disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken/damaged: no. Leakage: no. Successful emptying: yes. Effects on the patient: no effects on the patient. Exposure to blood/body fluid: no. Course of treatment changed due to the event: no. Connected device (pleurx/peritx/brand) 50-9050a. Procedure performed by: nurse. The procedure was performed in: hospital. Replacement requested: no. Credit requested: yes. Additional information: fault pattern information: fault location: split lock. Type of fault: damaged (broken, brittle, deformed). Provided lot number 000144352 is invalid- aska (B)(6) 2024.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photo samples were provided to our quality team for investigation. Upon visual inspection of the photos, damaged tip observed; therefore, the reported failure mode was confirmed. We cannot confirm at what point between the initial inspection, when the introducer was in perfect condition, to prior to use it when it was discovered to be damaged what occurred. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: yes. Detection site: 2 - on application. Origin: patient. Complaint: when she tried to push the introducer over the guidewire towards the peritoneum, the inner trocar could not pass through the peritoneum. So she took it out again and saw that it was broken at the tip. They said the introducer was in perfect condition when they reviewed the instrument before the surgery. They opened a new set, 50-9050, and the surgery went well. The patient suffered no permanent injuries. Product information: item no.: 50-9050a/v001 - peritx¿ ascites catheter additionally affected article no.: 50-9050a/v001 - peritx¿ ascites catheter. Lot no. Additionally affected: 000144352. Additional information: description of the problem (what / why): introducer damaged. How often has the defect occurred: once. Medical intervention (other than first aid): no. Needle/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: replacement. Photo / samples available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open when valve broken / damaged / disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken/damaged: no. Leakage: no. Successful emptying: yes. Effects on the patient: no effects on the patient. Exposure to blood/body fluid: no. Course of treatment changed due to the event: no. Connected device (pleurx/peritx/brand) 50-9050a. Procedure performed by: nurse. The procedure was performed in: hospital. Replacement requested: no. Credit requested: yes. Additional information: fault pattern information: fault location: split lock. Type of fault: damaged (broken, brittle, deformed) provided lot number 000144352 is invalid- (B)(6)2024.